Event description:
It has been reported to philips that an image disk error appeared and images could not be saved. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is giving image disc error and unable to save any images. The fse replaced x-ray pc monoplane, but issue was not resolved. The fse suspected the issue with could be hard disk and replaced the hard disk. After replacement of x-ray pc monoplane and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.